Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported an incomplete flap cut in the right eye of a patient during lasik surgery, with no resulting harm to the patient. There are two related reports for this patient. This report addresses the patient initial ga right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer measured the thickness of the flaps, could not replicate nor confirm reported event. The system met specifications as per service installation record. The company representative reported that the customer was using counterfeit/hacked treatment cards. As per provided treatment report images, the surgeon also used the same patient interface, as visible side-cuts are to be seen overlapping the cuts made during the surgery. This is a clear indication of double use for patient interface. Logfile review revealed also that the patient interface serial number used for the treatment was inputted manually and cannot be found in sap; all pis are registered in sap during manufacturing. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The logfile shows two successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows the total treatment duration was around two minutes. The surgeon lost vacuum two, six times during the docking process/before the treatment. Suction ring and patient interface was docked three times on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause for the reported event could be identified conclusively as user error. Surgeon used the pi multiple times and was using a hacked treatment card. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.